Manufacturer narrative:
Device manufacture date: september 17, 2004. A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to an issue with the flow sensor. It was found that if the strain relief by the connector on the scp was manually manipulated, it would read flow then cut out. It was reported further that the customer replaced the sensor on their own to resolve the reported issue. The device has not been made available for investigation. As the device has not been investigated, a root cause was not determined.

Event description:
See initial report.

Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device availability unknown.

Event description:
Livanova (B)(4) received a report that the centrifugal pump console did not flow during a procedure. There was no report of patient injury.